Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head (B)(4).

Event description:
It was reported that the programmer had a broken liquid crystal display (lcd) and that the touch pen did not work. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer had a broken liquid crystal display (lcd) and that the touch pen did not work. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) on the programmer was broken, in that the overlay to the screen was broken, but no fault was found with the screen itself. The bezel overlay assembly was replaced and the stylus calibrated. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.